Manufacturer narrative:
Corrected information, initial report: information was received prior to submission and inadvertently not included.

Event description:
Further information was received indicating that an anomaly was observed on the lead near the generator intraoperative. No other relevant information has been received to date.

Event description:
Patient presented with low battery and high impedance. On the date of surgery, diagnostics were no longer able to be run due to the depleted battery. After replacing the generator, high lead impedance was noted on system diagnostics. Lead was then replaced. The explanted lead and generator are not available for return. No other relevant information has been received to date.